Event description:
It was reported that before use of the swan-ganz catheter it would not transduce an accurate pressure. Showed rv over pa pressure. The user tried multiple transducers without success. A new swan-ganz catheter was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional FDA product codes include: dyg- catheter, flow directed kra- catheter, continuous flush dqe- catheter, oximeter, fiberoptic. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.